Event description:
It was reported the left ventricular lead exhibited thresholds of greater than 3.5 mv. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.